Event description:
A potential product issue has been identified with our artiste linear accelerator a in the abundance of caution this product problem is being reported. The gantry rotated without a command and smoke emanated from the device. There has been no mistreatment or injury reported and further investigation is underway for cause determination and final corrective action.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no injury reported. The complaint behavior may potentially result in a serious injury. There are emergency-off buttons installed and they were used to stop the unintended gantry motion. Probability: b (improbable). According to the user manual the therapist must supervise the pt treatment at all times and stop any unexpected motion of the system before a pt is injured by moving parts. Add'l input was provided by: (B)(6). No other products are concerned.